Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air water channels and cylinders. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed, the device has yellow plastic inside the channel due to a usage problem identified problems based on the results of the investigation, the image issue was likely caused by user error; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.